Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the IV pump was programmed to infuse normal saline and insulin at a specific rate. Instead the pump allowed the fluid to flow freely. This was observed and immediately stopped. The pump was taken out of service." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm. The facility's biomed department evaluated the device and were unable to replicate the event.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the IV pump was programmed to infuse normal saline and insulin at a specific rate. Instead the pump allowed the fluid to flow freely. This was observed and immediately stopped. The pump was taken out of service." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm. The facility's biomed department evaluated the device and were unable to replicate the event.